Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, no; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 14. Functional tests & results: anti-backup functional, no; clip form properly, yes; clip feed properly, no; cycle applier, yes and lockout functional, yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that the reported incident may have been caused by the misassembly of the instrument. The applier was rec'd in good physical condition and with no clip in the jaws. The applier was cycled and fed a clip into the jaws and then fired and formed all clips properly. If the firing handles are allowed to spring open quickly, the clip was observed to eject. The applier body was disassembled and the trigger was missing and had not been installed, and this was due to an assembly error. The assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the clips were malformed (gap). There was no pt consequence.